Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. Visual inspection and leak testing identified a leak through the set due to broken occluder feet. The reported issue was verified. An assignable cause of the broken occluder feet could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set leaked at the white connector during peritoneal dialysis therapy. This event occurred during drain while patient connected. The transfer set was replaced and the patient was continuing treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.